Event description:
On 22-jun-2026, a literature review identified an article titled ¿failure rates and patient-reported outcomes are similar across 5 arthroscopic, suprapectoral biceps tenodesis fixation techniques¿ (arthroscopy, sports medicine, and rehabilitation). The publication described the use of arthrex fixation devices, including tenodesis screws, suture anchors, and all-suture anchors, during arthroscopic suprapectoral biceps tenodesis procedures. According to the publication, a retrospective study of 351 patients undergoing arthroscopic biceps tenodesis reported clinical failures in 8 patients. Reported clinical failures occurred between 2 and 16 weeks postoperatively and were characterized by symptoms including tearing or popping sensation, pain, and cosmetic deformity (¿popeye¿ deformity). The publication further reported that 17 patients experienced cosmetic deformity of the biceps muscle, including cases associated with tenodesis screw fixation, tenodesis anchor fixation, expanding tenodesis anchor fixation, single all-suture anchor fixation, and soft tissue tenodesis. Five of the patients with documented clinical failure of the fixation construct also self-reported cosmetic deformity within approximately 6 months postoperatively. An additional 12 patients reported cosmetic deformity at the time of long-term follow-up, which occurred several years after the index procedure. One case involving an expanding tenodesis anchor described loosening and backing out of the fixation construct from the humeral cortex, requiring a secondary surgical procedure for arthroscopic removal of the hardware. No widespread device breakage was reported; however, failure mechanisms included fixation failure, tendon release, or construct-related complications. No lot numbers, serial numbers, or specific device traceability information were provided in the publication. Based on the available information, a causal relationship between the reported events and the devices could not be definitively established. Citation: stephens se, strohm sm, shaughnessy rm, et al. Failure rates and patient-reported outcomes are similar across 5 arthroscopic, suprapectoral biceps tenodesis fixation techniques. Arthroscopy, sports medicine, and rehabilitation. 2026;00: e70040. Published by wiley periodicals llc on behalf of the arthroscopy association of north america. Doi:10.1002/ars2.70040

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.